Event description:
It was reported that the patient had been cooling to a target of 91.4f for over 5 hours and was still at 96.9f on the arctic sun device. They were in the process of changing the device. Nurse was not sure if it was the device or the patient, but despite medication per facility protocol the patient was not cooling. From memory the first device with serial number 2122 had water 40.2-40.6f and a flow rate of 2.1-2.3lpm. Esophageal probe in place, not correlating with another source. Mis explained that the first device was working appropriately. The water could not get below 39.2f and the flow rate was good. Nurse confirms good pad coverage. Mis suggested confirming temperature with a secondary source and discussed about benefits of counter warming. The second device with serial number dyany018 started. The flow rate was 2.3lpm, water was 50f and decreasing. Mis explained that the device would alert when the water was below 50f for 8 of 10 hours. This device would not alert for another 8 hours, though the pads may be that cold for 5 additional hours. Mis asked nurse to be diligent with skin checks and to continue to treat heat generation per facility protocol. Per follow up information received via phone on 10jan2023, nurse stated that it appeared there was nothing wrong with either device and it may have been a patient issue but was not sure. Patient was able to complete therapy on device with serial number (B)(4). No injuries or impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient had been cooling to a target of 91.4f for over 5 hours and was still at 96.9f on the arctic sun device. They were in the process of changing the device. Nurse was not sure if it was the device or the patient, but despite medication per facility protocol the patient was not cooling. From memory the first device with serial number (B)(6) had water 40.2-40.6f and a flow rate of 2.1-2.3lpm. Esophageal probe in place, not correlating with another source. Mis explained that the first device was working appropriately. The water could not get below 39.2f and the flow rate was good. Nurse confirms good pad coverage. Mis suggested confirming temperature with a secondary source and discussed about benefits of counter warming. The second device with serial number (B)(6) started. The flow rate was 2.3lpm, water was 50f and decreasing. Mis explained that the device would alert when the water was below 50f for 8 of 10 hours. This device would not alert for another 8 hours, though the pads may be that cold for 5 additional hours. Mis asked nurse to be diligent with skin checks and to continue to treat heat generation per facility protocol. Per follow up information received via phone on 10jan2023, nurse stated that it appeared there was nothing wrong with either device and it may have been a patient issue but was not sure. Patient was able to complete therapy on device with serial number (B)(6). No injuries or impact.